Event description:
It was reported that the drain broke/separated where the flute connects to the hub while in the doctor's hands and prior to insertion into the pt.

Manufacturer narrative:
Received one entire drain broken in two pieces with the original packaging returned. A visual inspection noted the round drain was broken at the connection of the white hub. A small portion of the round drain was still attached to the white hub. The broken area was examined under magnification and ragged edges were observed, which is typical of excessive force. No pieces were missing when the broken parts were put together. The most recent inspection showed tensile values exceeded the minimum break strength permitted by the spec. By the appearance of the sample, it is obvious that the drain did not break in doctor's hands. The product was stressed beyond its tensile capabilities since the assembly of the two parts were secure as evidenced by the small portion of the round drain that was still attached to the white hub. (B)(4).